Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that mid-way through the procedure, the device jaws could not be re-opened while the surgeon was cutting tissue during a hepatic resection case. There was no patient injury.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. Date of follow-up report : 06/13/2016. One used ls1500 was returned for evaluation. Visual inspection found eschar in the knife track. The reported condition was not confirmed. The knife cut of the device was tested on a silicone test strip with acceptable results. The knife edge was inspected under magnification and no damage to the leading edge was found. The blade advanced smoothly in the knife track and returned to home position normally. The investigation found the device to function normally and within specifications. The IFU states keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. No failure mode was identified.